Event description:
It was reported that bd angiocath plus 22ga x1in suspected case of catheter hub defect and leaked. When connecting a 3-way to a 22-gauge catheter, there is a leakage of medication from the hub (chamber).this issue does not occur with other gauges of the same angiocath, leading to the suspicion that only the 22-gauge is defective

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the reported batch. The returned sample observed a dent on the adapter inner luer and passed the catheter leak test. The assembly process was reviewed, the dent was suspected to be caused by adapter contacted by the gripper at the tipper station due to misalignment. The occurrence rate for leakage due to inner luer dent defect for tuas insyte products is very low based on number of complaints received per sales volume in the past 12 months. Based on the complaint history review, this is the first complaint reported for leakage for this batch. Hence this is most likely an isolated case. As current control, in-process visual inspection in place to check for catheter adapter damage. Communication was conducted for the inner luer dent defect: ¿ communication to inyste tipper line production technician to monitor the occurrence of the adapter inner luer dent defect. The complaint batch was manufactured before the action implementation.

Event description:
When connecting a 3-way to a 22-gauge catheter, there is a leakage of medication from the hub (chamber). This issue does not occur with other gauges of the same angiocath, leading to the suspicion that only the 22-gauge is defective.